Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a procedure. Pt's weight was not provided. According to the complainant, during the procedure the physician pulled the ligator thread to deploy the second band; however, it appeared the thread was deploying the sixth band. The remaining bands could not be deployed. The procedure was completed with a second speedband superview super 7 multiple band ligator device. No complications or injury to the pt were reported as a result of this event. The pt's condition post procedure was reported as, stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.